Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7 sensor, including a sensor reading of 309 mg/dl versus a fingerstick of 386 mg/dl and a subsequent rise to 465 mg/dl; the event followed an infusion set change that was initially deployed with the needle guard left in place, after which the user replaced the sensor and infusion set and confirmed delivery at a new site. Symptoms included elevated blood glucose that improved as glucose decreased to 314 mg/dl. Outcomes included the need for troubleshooting, education, and guidance on possible temporary disconnection for manual injection, without hospitalization. Investigation included technical support review of alarm history, site assessment by history, and user retraining on infusion set deployment and supply change. Investigation of this case revealed that the infusion set was deployed incorrectly due to failure to remove the needle guard, with no alarms indicating delivery blockage, and that glucose levels began to decline after corrective actions. It was concluded that user technique error with the infusion set likely led to under-delivery of insulin and resultant hyperglycemia, and that the device functioned as designed once the set was properly deployed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.